Manufacturer narrative:
The t:slim x2 g5 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when performing a regular supply change, the customer reported accidentally delivering insulin while still being connected to the pump during the fill tubing process. Reportedly, upon noticing the issue, the customer disconnected from the infusion site. Blood glucose level was 240 mg/dl.